Manufacturer narrative:
Estimated date (B)(6) 2019. The UDI number is ¿ni¿ as the catalog number was not provided. Attached article, titled, pascal vs mitraclip for mitral valve transcatheter edge-to-edge repair: a single-center real-world experience. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects and/or malfunctions reported in the article are captured under separate medwatch reports.

Event description:
This is being filed to report the death. This article is a prospective study of patients treated for mitral regurgitation (mr) with either the pascal or the mitraclip system at a (B)(6) hospital between june 2019 and august 2021. Echocardiographic assessment was performed at discharge and during the 30-day follow-up. Technical success was achieved in both the pascal and mitraclip groups. Transcatheter edge to edge repair (teer) was safe in both groups, without occurrence of cardiac structural damage or conversion to open heart surgery. The occurrence of single-leaflet device attachment (slda) was low and observed in both groups and could be fixed with an implant of a second device during initial procedure. In-hospital mortality was low in both groups. Minor bleeding occurred in each group. At discharge, mr reduction was similar between the groups with a low degree of unchanged mr. At 1 month after teer, there was a high degree of sustained mr reduction in both groups, with low incidence of recurrent mr. Nyha functional class improvement was seen in a vast majority of patients. Therefore, complications included death, minor bleeding, unchanged mr, recurrent mr, slda (intraprocedure), and unexpected intervention (for implant of an additional clip). In this real-world registry, teer using the pascal or mitraclip repair system showed similar technical and procedural success. However, more long-term data in a multicenter randomized comparison with a larger number of patients is required. Specific patient information is documented as unknown. Details are listed in the attached article, titled, pascal vs mitraclip for mitral valve transcatheter edge-to-edge repair: a single-center real-world experience.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported death could not be determined. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.